Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead 70cm.

Event description:
A report was received that the patient underwent a system explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent a system explant procedure for an unknown reason.